Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported battery failed alarm and multiple pump error 63 (hardware low level failures). The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. No damage was reported to battery cap contacts or battery compartment. The customer did not receive another alarm after replacing the battery. The customer was able to clear the error and successfully complete fill cannula delivery test. The error table indicated that pump requires replacement. No harm requiring medical intervention was reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. Mmt-1884 was requested and device was returned.

Manufacturer narrative:
The pump passed the displacement test, sleep current, active current and selftest. Successfully downloaded history files using thump. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No failed battery alarm during testing noted. No failed battery alarm. Adapt found pump error 63 alarm date and time: 04/24/2025 13:57:21.000, hardwareerroralarm (63) file number: 2017 line number: 147 sw/hw: hw (possible hw) grouping: twi interface on main/motor processor. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage inside the pump. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked case (battery tube) and cracked keypad overlay. Pump error 63 confirmed due to isolated to the electronic assembly. Failed battery test not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.